Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair under arthroscopy, the device heated. The same device was used to complete the procedure with no significant delay and no patient injuries reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.